Event description:
The reporter stated that the employee was removing butterfly needle from the patient and while engaging sheath in left hand, patient bent her arm up before employee was able to apply cotton. Patient's arm bumped needle which punctured employee's right wrist below her thumb, above glove level. Blood was spurting. The site was washed with soap and applied bandage. Employee was taken to emergency room and saw physician the next day. Additional information was received via email on (B)(6) 2013, this employee went to the emergency room department but was not seen by a physician there, because the wait was going to be longer than 6 hours. As per a nurse's recommendations, the employee went home because her bleeding had stopped. The employee then confirmed she saw a doctor at a clinic because her wound looked infected so she had to get it treated. No further information is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.